Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, parts order has been submitted for fulfillment under order number (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the vela ventilator has problem with touchscreen which is not responding. Furthermore, there was no patient involvement associated with the reported event.